Event description:
Patient was burned with the return pad.====================== manufacturer response for esu, forcetriad per site reporter======================the manufacturer thinks that the "burn" caused the patient was actually an allergic reaction the gel placed on the pad. The manufacturer recommended that our biomed dept test the device.